Event description:
It was reported that the left ventricular (lv) lead exhibited slightly elevated thresholds during a clinic device interrogation. The device was reprogrammed to increase the lv output and the lv lead remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.